Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Device evaluation: date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes, additional MFR narrative upon completion of the investigation it was noted that the position of the cam when valve was received was at setting 2. The valve was visually inspected: no defects were noted. The valve was hydrated for 24 hours. The valve was tested for programming. The valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, no leaks were noted. The valve was reflux tested, the valve passed the test. The siphon guard was tested, the valve passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records was not possible as the lot number was unknown. No root cause could be determined for the valve, as the problem reported by the customer was not confirmed. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
Pt had original certas 828804 valve implanted. The clinician said that after the patient had an MRI, it was very difficult to reprogram the valve. He was eventually able to reprogram the valve. Shunt series showed flow blockage. Intraoperatively the proximal and distal catheters were patient. They explanted the valve and replaced it with a chpv valve. The clinician would like the explanted valve evaluated. Delay over 30 minutes reported.